Event description:
It was reported that the ventilator was pulled into the MRI scanner while it was connected to a patient. During the event, the ventilator was not attached to it's mobile cart but was placed on the patient's bed prior to the MRI session. When the MRI session started and the table (bed) entered in the MRI scanner, the ventilator was attracted to the MRI scanner. Before the ventilator hit the MRI scanner, the patient received it on the chest. The ventilation of the patient stopped for several seconds, until the patient was manually ventilated. There are no clinical consequences reported for the patient. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the hospital. The ventilator was investigated on-site by our field service engineer. According to received information, the ventilator had not been used with its mr mobile cart, the safety gauss line was missing on the floor and the mr scanner had been changed after signing the mr agreement. The ventilator was removed from use and placed in quarantine. There was no harm to the patient. Evaluation of the ventilator logs showed that several high priority alarms were generated by the ventilator at the incident and that a successful pro-use checks was performed before the incident on the date of event. Our conclusion is that the conditions for use in mr environment had not been met. The ventilator was therefore attracted to the mr scanner. The ventilator will be replaced and a new mr agreement will be issued before it is returned back to service.

Event description:
(B)(4)